Manufacturer narrative:
The pump passed the self test, active current measurement, and the displacement test however, the pump was received with high sleep current due to moisture damage on the electronic assembly confirming low battery alarms and unexpected battery power loss. (B)(4).

Event description:
Information received by medtronic indicated that the batteries were drained daily, customer already tried 8 batteries. The customer stated that they received a low battery alert and replace battery now alarm however new battery did not resolved the issue. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.